Event description:
It was reported that during a laparoscopic revisional by pass procedure the device was being fired by the surgeon for the first firing with a black reload. He fired across the stomach and the device knife began to travel and then locked out. He pressed the manual override; they reversed the knife blade and removed the stapler the reload. The surgeon observed that it had been partially fired it had started the driver and the first two rows were not deployed. He then used a second black reload and during the firing sequence it was clicking as it fired. He observed this staple line and it was complete with good staple form. The next three firings were with white reloads and on the fourth or fifth white reload firing the noise subsided. All firings were complete after the first firing. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and loaded with an ecr60t reload. The cartridge reload was noted to be partially fired 2mm. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition the returned reload was reset and tested for functionality with the returned device and it was noted to work as intended. Event could not be confirmed as no strange noise was heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 4th. What color cartridge was being used? Black. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes if so, when? During the second firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? After using the manual release. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure?